Event description:
A malfunction alarm, specifically alarm 20, occurred with the pump during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to resolve the issue with a new cartridge. Consequently, technical support arranged for a replacement pump and provided instructions for putting the faulty pump into storage mode and returning it. The customer will use multiple daily injections (mdi) as a backup therapy until the replacement pump is received.